Event description:
(B)(4). This case, which does not include an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a male patient of unknown age and ethnicity. The patient was taking an unspecified medication for an unspecified indication via a humapen memoir burgundy the patient phoned to say the display on his humapen memoir burgundy device was blinking and the battery was low (lot number 1201c01 associated with product complaint (B)(4)). On (B)(6) 2014 the humapen memoir burgundy was returned and missing segments were visible in the time, date, and dose number. The operator and training status were unknown. The duration of time the pen was used was unknown. On (B)(6) 2014 the humapen memoir burgundy was returned.

Manufacturer narrative:
No further follow up is planned. Evaluation summary a patient reported the display on his humapen memoir device was 'blinking and that battery is low.' Investigation of the returned device (batch 1201c01, manufactured january 2012) confirmed missing dose and date/time segments in the display due to a poor solder connection between the u1 microprocessor and printed circuit board. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. A house sample review of the batch was completed and no issues regarding missing dose or date/time segments in the display were observed. A batch record review confirmed that the batch had no indication of an issue with missing segments in the dose numbers or the date/time. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs that if any part of the pen display is missing do not use pen. It further instructs that if the display is not working correctly to contact lilly or your healthcare professional. Corrective action - an improvement was implemented to enhance the solder connection between the u1 microprocessor and printed circuit board beginning with batch 1211c01 . This is the first occurrence of this particular failure mode on this batch. Due to its rare occurrence and adequate warnings in the user manual, no additional corrective action is planned at this time. This humapen memoir device was manufactured prior to the implemented corrective action. Improper use and storage - there is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This case, which does not include an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a male patient of unknown age and ethnicity. The patient was taking an unspecified medication for an unspecified indication via a humapen memoir burgundy the patient phoned to say the display on his humapen memoir burgundy device was blinking and the battery was low (lot number 1201c01 associated with product complaint (B)(4)). On 08aug2014 the humapen memoir burgundy was returned and missing segments were visible in the time, date, and dose number. The operator and training status were unknown. The duration of time the pen was used was unknown. On 08aug2014 the humapen memoir burgundy was returned. Update 30oct2014: additional information received on 30oct2014 from the global product complaint database added the device specific safety summary and the manufactured date of the device; updated the medwatch and EU/ca fields; updated the narrative.

Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. A follow-up report will be submitted when the final evaluation is completed.